Event description:
The customer contact reported difficulty regulating flow; subsequently the patient received a bolus of medication. The tubing set was being used in the operating room to deliver an unspecified IV solution. The cair clamp was used to regulate the flow rate. After an unspecified length of time in use, the anesthesiologist delivered an unspecified narcotic IV push. At the end of th surgical procedure, the patient was turned. At that time, the patient became hypotensive and reportedly was not breathing. The anesthesiologist intubated the patient and the patient was monitored. No additional medical interventions were required. The cair clamp was readjusted and the unspecified IV solution was restarted. After an unspecified length of time, the patient was reported to be awake and recovered. The anesthesiologist indicated that he believed that the IV was not dripping when the IV push narcotic was administered, and that when the patient was moved, the narcotic was then delivered to the patient as a bolus. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. All affected customers were notified via a device information letter dated september 20, 2007.